Event description:
The event is reported as: the applier was received for repairs with a broken jaw. No pt injury reported. No further info available.

Manufacturer narrative:
The device sample has been returned to MFR, but investigation is incomplete at time of this report. A f/u report will be sent when completed.